Event description:
As the surgeon was attempting to fix the polypropylene mesh along the superior lateral edge of the surgical site, the fixation device malfunctioned. A second attempt also was unsuccessful. The device was removed and a towel was applied to the backside. The surgeon observed at this point that the wire was not curling as it should - it was being fired straight. When the area where the tacks were was inspected, it was noted that two wires were protruding. These were removed and the area was re-inspected. No additional wires were seen. The malfunctioning fixating device was exchanged for another which appeared to operate correctly. No harm to the patient was observed. The manufacturer's representative and the hospital biomedical dept were called in to evaluate the product. The hospital's investigation is continuing.